Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the pulse generator exhibited a setscrew anomaly. The device was not used and a new device was implanted. The patient was doing fine post procedure.